Event description:
It was reported that stimulation was "cutting in and out". The pt had had fall/trauma, but the problems had started prior to those events. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).